Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance is affected. Reimplantation is suggested.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. Further, according to the information received from implant registration no method of implant immobilization was employed. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for re-implantation has been scheduled yet.

Event description:
Hearing performance is affected. Reimplantation is considered, but no date for surgery has been scheduled yet.